Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. The reported problem (add gel/replace belt messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure and the reported alarms was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient was receiving add gel/replace belt messages in the absence of a prior gel release.